Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil broke but didn't go far') and device breakage ('my left coil broke but didn't go far') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal clotting factor and parity 2. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced multiple sclerosis ("I have ms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), arthralgia ("pain"), myalgia ("sore muscle"), headache ("headache"), feeling abnormal ("feel like I am old and cripple"), back pain ("lower back start to hurt after walking"), gait inability ("could not walk thur a store"), abdominal distension ("bloating looking pregnant") and pain ("all the pain we take or tooken with it") and was found to have weight increased ("need to lose the weight gain") and weight decreased ("weight drop, 220, 200, 190"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, arthralgia, myalgia, headache, feeling abnormal, weight increased, abdominal distension and weight decreased outcome was unknown, the multiple sclerosis had not resolved and the back pain and pain had resolved. The reporter considered abdominal distension, arthralgia, back pain, device breakage, device dislocation, feeling abnormal, gait inability, headache, multiple sclerosis, myalgia, pain, weight decreased and weight increased to be related to essure. The reporter commented: I'm 215 depending on my days goes up and down but mainly 215 and no back issues no nothing no pain I feel normal as I did before essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Medical device removal event was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery'), device dislocation ('my left coil broke but didn't go far') and device breakage ('my left coil broke but didn't go far') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal clotting factor and parity 2. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced multiple sclerosis ("I have ms"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), arthralgia ("pain"), myalgia ("sore muscle"), headache ("headache"), feeling abnormal ("feel like I am old and cripple"), back pain ("lower back start to hurt after walking"), gait inability ("could not walk thru a store"), abdominal distension ("bloating looking pregnant") and pain ("all the pain we take or took with it") and was found to have weight increased ("need to lose the weight gain") and weight decreased ("weight drop, (B)(6)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, device dislocation, device breakage, arthralgia, myalgia, headache, feeling abnormal, weight increased, abdominal distension and weight decreased outcome was unknown, the multiple sclerosis had not resolved and the back pain and pain had resolved. The reporter considered abdominal distension, arthralgia, back pain, device breakage, device dislocation, feeling abnormal, gait inability, headache, medical device removal, multiple sclerosis, myalgia, pain, weight decreased and weight increased to be related to essure. The reporter commented: I'm (B)(6) depending on my days goes up and down but mainly (B)(6) and no back issues no nothing no pain I feel normal as I did before essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.